Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that CT imaging revealed that the distal end of the stent graft was floating in the aneurysm. Another valiant stent graft was implanted down to the level of the celiac artery. This reportedly resolved the event. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the reported lack of distal stent graft apposition could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. A 3d-CT film report from 4 years post-implant revealed that a single valiant stent graft had been implanted in the patient, and there was lack of distal stent graft apposition within the descending thoracic and a likely distal type I endoleak. No other obvious stent graft issues were observed. It is possible that the events were caused by disease progression; thoracic dilatation. Images after the intervention which resolved the event were not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.